Event description:
Pt was revised due to pain caused by the locking part of the liner partially breaking away. Pt was not disassociated nor dislocating.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the lot code required for retrieval was contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.